Event description:
Boston scientific received information that this lead had fractured. In addition to the fracture, high pacing impedances, loss of capture, noise and oversensing were noted. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.